Event description:
It has been reported to philips that the side reference monitor would not display. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and procedure got delayed. Philips field service engineer (fse) inspected the system onsite and confirmed that the monitor does not display. Reviewed the system logfile and found communication cut with the flex vision control pc on the large screen monitor. Fse reinstalled the software of the flex vision control pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.